Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a small hole was found in the non-external stub part of the titanium joint in (B)(6) 2020. At the time, the patient did not notice, it took about two days to notice the peritoneal dialysis tube leakage, and then the patient developed peritonitis. The doctor informed the patient of peritonitis caused by the entry of bacteria, cut off the hole in the peritoneal dialysis tube, reconnected it with a short external tube, and treated it with anti-inflammatory drugs. The patient did not remember the specific drug name, and there was no peritoneal dialysis during treatment. The patient did not know what the doctor had done with the peritoneal dialysis tube with the hole, nor take a photo of it. The patient had been reminded that in case of such problems, it was necessary to clamp the pipeline for the first time and seek medical treatment in time, which was accepted by the patient. There was no reported patient outcome.